Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mother noticed within the last few days the pump's date/time setting was changing back to the default settings: the last instance was this morning. The battery reportedly was not removed during this process. No adverse event was reported. The pump was replaced.